Manufacturer narrative:
Analysis finding for stimulator serial number (B)(4) found device functionally okay and insignificant anomalies.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, serial# unknown, product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the stimulator was explanted on (B)(6) 2014. The event was due to skin erosion over product caused protrusion in patient. The patient was alive with no injury as of reported event date. Additional information reported that the patient was doing well from the manufacturer representative understanding.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.